Event description:
It was reported that pre-dilatation was done with another company's balloon, and the vision was implanted. After stenting, a dissection occurred at the distal side of the stent. Another company's stent was implanted for treatment, but those two stents were not close enough, so the dissection still remained. Two other company's stents were implanted to complete the procedure. No additional information was available.